Manufacturer narrative:
(B)(4): information was not provided by the initial contact. (B)(4) - (colostomy) additional information: on what tissue type was the device used? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st firing. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Gold. Was the cartridge loaded with the retaining cap on? Yes. Did the surgeon move the firing knob left and right before firing? No. Was the handle closed completely before firing? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The rep was in the case and stated that the device performed as intended during the procedure. Requested the following information on (B)(6) 2011: on what date was the initial procedure? On what date did the patient expire? Can you please explain how the staple line had "blown apart?" Were any staples present anywhere? If so, were they formed properly? Had the patient been returned to surgery? If so, when and what was done? If the patient was not returned to surgery, when was the appearance of the staple line observed post-operatively? What symptoms did the patient have post-operatively to indicate an issue? Were properly-formed staples visualized during the initial procedure? How many times was the device fired? Was an autopsy completed? If so, are the results available? What was the patient's cause of death? What was the patient's pre-op diagnosis? Received the following response from the surgeon on (B)(6) 2011: original date of surgery is being looked into. The o.r. Director has not returned the information, but believe it to be (B)(6). The patient passed away saturday (B)(6). Upon visualization of the where the staple line should have been, the surgeon stated that there were not any staples in sight. However both staple lines were visualized and holding during the initial procedure. The ntlc was fired twice. It was used for the transection of the transverse colon. Patient was taken back to surgery saturday and was given an ileostomy. He died 12 hrs later. Patients cause of death was irreversible septic shock. The patient presented as septic which triggered the re-operation. Pre operatively, the patient diagnosis was colon cancer. No autopsy was performed to the surgeons knowledge. Additional information received from the surgeon on (B)(6) 2011: asked surgeon to verify the actual date of surgery for the patient that expired on (B)(6) 2011. The date he provided was (B)(6) 2011. The surgery was to treat stage 2 cancer and the patient had not received radiation. There are photographs of the reoperation on (B)(6) but not in the surgeon's possession and he stated they were on the chart. I asked him how we could secure and he stated he did not know and I asked if he was ok if I followed up with the ord. He was fine with that. Asked if an autopsy was done and he stated no. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a right colon procedure, the first firing of the device was with the gold selection. The device was placed on the transverse colon and fired. The cut line and staple line looked good. The surgeon then did an end to side anastomosis using suture. The next day, the patient passed away. The surgeon stated that the suture line was intact but the staple line had blown apart and there were no staples present. The surgeon was not clear whether or not the appearance of the staple line was detected before the death of the patient or after during an autopsy. The device was discarded.